Event description:
It was initially reported from the pt's mother that the transgastric jejunal enteral feeding tube balloon burst 11 days after placement. The balloon was filled with 8 cc of saline. According to the pt's mother, no pt injury occurred and no medical intervention was required. Additional info received from the pt's mother on (B)(6) 2015 stated that she removed the transgastric jejunal enteral feeding tube and inserted a gastric tube for the day, before going to the radiologist to have a replacement transgastric jejunal enteral feeding tube inserted via endoscopic / radiologic approach. No additional info was provided in regards to the pt's status.

Manufacturer narrative:
The actual complaint product was not returned for eval. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the mfg procedures and met the quality requirements. There was no root cause identified. (B)(4) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).